Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-feb-01, information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indi cations for use. The reason for call was pt said they got a settings not available message around (B)(6) 2023 and called their rep. On (B)(6) 2023; rep and the pt met at healthcare provider (hcp) office yesterday and rep reprogrammed the pt. Pt said they though the issue was resolved, but then got the "settings not available" message again after meeting with rep. Pt said now, they were feeling tenderness in their lower back and a shocking sensation in their leg. Pt said they had felt a shocking sensation when lying down flat and "get in certain positions" since about a year ago and talked to a rep. Who said the issue was "normal" (patient services specialist(pss) did not gather notify date to focus on reason for call). Pt said "it seems like the shocking sensation is happening more." The patient was redirected to their healthcare provider to further address the issue. On 2023-feb-09, the rep reported that patient saw oor message on her controller as of (B)(6) 2023. Impedance were performed, contact 2, 3, 4, 11 shows avoid with high impedance. Another rep had seen patient for reprogramming. After the reprograming, patient saw the oor again in the parking lot. Caller reports impedance shows: reference 1: contact 8-15 ok impedance, contact 6: ok impedance except electrodes 2, 3, 4, and 5 all were higher impedance ranging from 29-37k ohms reference 2: >40k ohms except electrode 1: 29k ohms reference 4: >40k ohms reference 5: >40k ohms reference 6: electrode 1: ok impedance and electrodes 8-15 ok impedance reference 7: >40k ohms and electrode 1: 30k ohms and electrode 6: 29k ohms reference 8: electrodes 8-15, 1 and 6 are ok ohms reference 1 6: 1610 ohms caller reports patient needs coverage for lower back and bilateral legs. Patient has been on dtm settings and has done well. Reviewed using the high impedance settings as programmed electrodes. Patient denies of falls or trauma. Caller reports post op impedance were normal.